Event description:
During priming of the device in preparation for use, the user reported that the under-speed and over-speed error messages occurred. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.